Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed because no information was provided that confirmed the reported event. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. An investigation of the drill was not possible because it was discarded; therefore, the root cause could not be determined.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The tip of the drill bit broke off while trying to implant the third screw. There was no difficulty implanting the first two screws. The tip of the drill was not recovered and was left in the patient.

Event description:
The tip of the drill bit broke off while trying to implant the third screw. There was no difficulty implanting the first two screws. The tip of the drill was not recovered and was left in the patient.